Manufacturer narrative:
N/ad1: brand name corrected from prostyle to proglide d4: catalog # updated from 12773-03 to: 12673-03; UDI # updated from (B)(4).. D4: expiration date.

Event description:
It was reported that closure of an unspecified access site was attempted with a proglide device after an unspecified procedure. Reportedly, the needle did not catch the vessel and there was no connection left to the suture upon attempted deployment [suture retrieval issue]. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulties and subsequent treatment(s) appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: estimated date of event.